Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump display was not working. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found the device to be in good physical condition. The event history log could not be downloaded. The reported problem could not be duplicated. Immediately upon power up, the pump displayed errors 1260 and 1660 and went into a continuous alarm. After opening the pump, fluid ingression was found on the microprocessor board. Corrosion was found in multiple locations. The board was replaced. A root cause for the fluid ingression could not be determined.